Event description:
It was reported that pump experienced malfunction alarm with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through pump reset process, confirmed that malfunction did not recur after reset, and was advised to continue using pump with understanding acknowledged.